Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The ventilator was investigated on site by our field service engineer. According to service report the unit failed pressure transducer test and o2 sensor test during the pre-use check. According to information the pressure transducers, o2 cell and batteries were defective and needed to be replaced to solve the reported issue. However, despite several reminders, we didn't receive the confirmation of part replacement nor the part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established. Pressure transducer test calibrates and checks the inspiratory and expiratory pressure transducers. The new zero value for the pressure transducers may not differ more than ±5 cmh2o from factory calibration. During this test, the different subsystems concerned are compared. The difference between the sub-systems must not be more than ±1 cmh2o at 60 cmh2o. Recommended actions to resolve a failed pressure transducer test is to check/replace pc 1781 pressure transducer (insp. And exp.) O2 cell/sensor test calibrates and checks the o2 sensor/cell at 21% o2 and 100% o2. It also checks if the o2 cell is worn out.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Device related data quality updates only: a correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: previous brand name: servo-s; corrected brand name: servo-s base unit. D4 ¿ version or model #: previous version or model #: servo-s; corrected version or model #: 6640440. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).